Event description:
Reporter alleged the customer obtained a result of 49 mg/dl back to back with a result of 180 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated the customer ate an egg for breakfast after obtaining the readings as she was feeling hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained a result of 49 mg/dl back to back with a result of 180 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated the customer ate an egg for breakfast after obtaining the readings as she was feeling hypoglycemic symptoms. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.